Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. Upon receipt of the monitor was unable to power on. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.